Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving unknown drug via an implantable neurostimulator (ins). It was reported that there was numbness. Patient was observed and repeat MRI completed with no hematoma noted. IV steroids given and discharged on oral steroids. Patient reported back to physician on (B)(6) 2024 no change in numbness or tingling in bilateral extremities. System explanted on (B)(6) 2024. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 27-jun-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.